Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer manually corrected blood glucose levels with an multiple daily injection (mdi) and did not require third-party assistance. Technical support identified a software error and provided instructions to reset the pump, which resolved the issue. There was no recurrence of the malfunction, and the customer was advised to continue using the pump while monitoring for any further issues.